Event description:
Technical services received a call on (B)(6) 2011, from sales rep. The atrial sensitivity, showed her how and listed the nominal values for it. Said that she had some noise on the a channel she was working around. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).